Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # k163169. The zib5-125-5.0-40 device of lot c1152849 was not returned for evaluation. With the information provided, a document based investigation was carried out. From customer testimony, it is known that the complaint device did not make patient contact, and the red safety tab was in place. The customer was also asked for more information about the event, but this was not provided. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include device handling, which could cause or contribute to the premature deployment of the stent. However, the device has not been made available for evaluation, additional information was not provided and the conditions of use cannot be replicated in a laboratory environment. Therefore, a definitive root cause cannot be determined, and no further comment can be made. All zib5 (zilver 518 biliary stent) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to customer testimony, this incident occurred prior to patient contact, and the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
It was reported whilst attempting to put catheter over the wire tip of catheter, stent came off exposing the stent. Did not attempt to use after.